Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery (sfa). A 6.0 x 200mm, 150cm ranger drug-coated balloon was advanced for dilation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.